Manufacturer narrative:
Complaint conclusion: the doctor was attempting to deploy the sealant of a 6f-7f mynxgrip vascular closure device (vcd) however, the white advancer tube did not appear. Therefore, the device was removed, and manual pressure was held. There was no reported patient injury. The device was stored as per labeling and opened in a sterile field. The mynx vcd was used in a diagnostic heart catheter procedure. The procedure used a retrograde approach. The deployer was mynx certified. A 6f catheters and 6f cordis sheath was used. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was arterial. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. The stick location was the right femoral artery. There was no presence of pvd / calcium in the vicinity of the puncture site. There was no significant resistance when shuttling down. Unusual force was not applied when retracting the sheath. The patient was not hospitalized nor was the patient's hospitalization extended as a result of the event. The patient has since recovered. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Per visual analysis, the shuttle was engaged to the black handle. The sealant was exposed to blood and swollen. The sealant sleeve was displaced 163mm from the distal tip of the shuttle tube. The advancer tube and the procedural sheath were not returned. The syringe was attached to the device in neutral position. Per functional analysis, since the sealant was exposed to blood and swollen, it was removed from the device before deployment test. Next, the shuttle down and shuttle retraction procedure were simulated as per the mynxgrip IFU. However, the advancer tube was not deployed. The device was cut to find the point of obstruction, but there was no advancer tube. It is unknown if the device was manipulated post procedure. Per microscopic analysis, the tamp locks were inspected under high magnification and no anomalies were observed. About 5mm of the sealant returned which was exposed to the blood and swollen. Per dimensional analysis, the distance between the proximal and distal tamp locks was measured and noted to be within specification. A product history record (phr) review of lot f1928701 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿failure to deploy- advancer tube¿ was confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. Based on the available information, it is impossible to determine what factors may have contributed to the reported event. According to the instructions for use (IFU), which is not intended as a mitigation of risk, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Neither the phr review, nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
The doctor was attempting to deploy the sealant of a 6f-7f mynxgrip vascular closure device (vcd), however, the white advancer tube did not appear. Therefore, the device was removed, and manual pressure was held. There was no reported patient injury. The device was stored as per labeling and opened in a sterile field. The mynx vcd was used in a diagnostic heart catheter procedure. The procedure used a retrograde approach. The deployer was mynx certified. 6f catheters and 6f cordis sheath was used. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was arterial. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. The stick location was the right femoral artery. There was no presence of pvd / calcium in the vicinity of the puncture site. There was no significant resistance when shuttling down. Unusual force was not applied when retracting the sheath. The patient was not hospitalized nor was the patient's hospitalization extended as a result of the event. The patient has since recovered. The device will be returned for evaluation.